Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, when the physician was looking for target site, cardiac tamponade was found to have occurred. After cardiac tamponade was found to have occurred, it was confirmed whether pericardial effusion was accumulated by echocardiography, and pericardial drainage was performed. After that, blood pressure restored to around 100-110. The patient returned to room with electrocardiogram monitor on. Patient required extended hospitalization. The physician commented after the procedure that there was no causal relationship with the product. Ablation was performed prior to noting the effusion. The effusion occurred after psvt was ablated and recurrence was confirmed, when the thermocool® sf nav bi-directional catheter was re-inserted. No error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of the adverse event was the procedure. Transseptal puncture was performed. No evidence of steam pop. Patient has improved.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30998496l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: